Manufacturer narrative:
The subject device was not returned for evaluation. According to the customer sales representative, the needle went through the scope as well as it failed leak test. Olympus addressed the scope leak problem and opened a non reportable (non MDR) complaint file for it. Additionally, according to the representative, the needle device will not be returned for evaluation and only wanted to have the failure documented. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the needle went through sheath. According to the reporter, during an endobronchial ultrasound (ebus) diagnostic procedure while going in with scope, pushing up against lung wall, user felt resistance and pushed and punctured through the sheet with needle. No patient injury and the intended procedure was completed. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the reported event (needle went through sheath) was due to the following: (1) the tip of the sheath is pressed against the tissues of the trachea, bronchi, esophagus and surrounding organs. (2) the sheath bends when the scope is pushed while the sheath is pressed against the tissue. (3) if you try to push out the needle with the sheath bent, the tip of the needle will catch on the bent portion of the sheath, making it impossible to push out. (4) when the needle cannot be pushed out, if you try to force it out and apply more force, the needle will come out from the side of the sheath. However, a final root cause was unable to be identified. The following is included in the instructions for use: ¿do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. Turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. If you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope.¿ olympus will continue to monitor field performance for this device.